Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that they had a fall and sprained the waist. The patient reported that they were sore from the fall and have problem sitting in a car. The patient mentioned that they were a stroke patient so they also see other healthcare professional for issues regarding the fall. The patient reported that they were having some weird feeling on the side so they went to the hospital to get checked to make sure it wasn¿t a stroke. It was reported that the ins was moving. The patient reported that while at the healthcare professional office, the manufacturer representative did some programming at which time the stimulator was not moving but now it is moving.